Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient had thickened leaflets with significant annular calcification which extended into the base of the posterior leaflet. An ntw clip was inserted and grasping was performed, but the leaflets were unable to be grasped. The clip was repositioned, but the issues continued to occur; therefore, the clip was removed and replaced. An xtw clip was inserted and grasping was performed at a2/p2. It was noted that grasping was still difficult and during one of the grasped, a flail on the posterior leaflet was created. The clip was able to successfully grasp the leaflets; therefore, the clip was deployed, reducing mr to a grade of 1-2. The physician decided an additional clip was needed, so an ntw clip was inserted. While grasping the leaflets, it was observed the xtw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. The ntw clip was then used to try to stabilize the xtw but was unable to grasp the leaflets. It was noted while grasping, the clip because caught in the chordae, but was able to be removed without causing damage. The physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult leaflet grasping and single leaflet device attachment (slda) appear to be due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) was a cascading event of slda. The reported tissue damage was a cascading event of difficulty grasping issue. Recurrent mr and tissue damage are listed in the instructions for use and are known possible complications associated with mitraclip procedures. A cause for the reported poor imaging could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.